Manufacturer narrative:
(B)(4).

Event description:
Following a single level thoracic rf ablation procedure, the patient developed tremors. Prior to rf application, 1% mesocaine was administered at the t12 level bilaterally. Following the procedure, the electrode and smk needles were removed and dexamed 4mg was administered bilaterally. Approximately 5 seconds after removal of the devices, with the grounding pad still applied, the patient developed tremors of both hands and feet. The patient described a shock sensation that lasted approximately 15 seconds, during which time the grounding pad was removed and did not resolve the convulsions. No treatment was necessary but the patient was placed under observation in the ICU.

Manufacturer narrative:
(B)(4). One nt-1100 neurotherm rf generator was returned for evaluation. Functional testing revealed the generator functioned as intended and passed all testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the reported patient tremor remains unknown.